Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to retrieve the explanted device, and obtain additional information regarding treatment and recipient status were unsuccessful. A review of the device history record noted no rework. This is the final report.

Event description:
The recipient reportedly experienced a wound healing disorder. The recipient's device was explanted.